Event description:
Vague report received from facility's biomed that the pump allowed an unknown size air bubble to pass without alarm during clinical use. No patient injury resulted. Despite baxter's efforts to obtain information regarding the date the incident occurred, specific patient information, the medication involved, pump programming information and the tubing product code and lot number in use, no additional information was able to be obtained.